Manufacturer narrative:
Additional information: d9, h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was reproduced during device inspection and surmised that it occurred due to a damaged front panel. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source only powers on but none of the lights come on the front panel. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.